Event description:
Patient complains of feeling itchy during treatment. Feels the dialyzer is making him itchy - no sign of pruritus noted. Patient has been on dialysis for 14 years using the fresenius optiflux 160 nr dialyzer. Patient has a history of anxiety regarding his treatment throughout the 14 years.